Event description:
Patient was reported to have recovered from the pneumonia. No additional relevant information has been received to date.

Event description:
It was reported that the patient was experiencing pneumonia. It was noted that the pneumonia was possibly related to vns stimulation and was not related to vns implant procedure. It was reported that the pneumonia was resolving. Intervention had been taken for the pneumonia as treatment modification and medication addition. The vns generator was noted to be properly functioning. No additional relevant information has been received to date.